Event description:
It was reported that during the implant attempt, the lead could not be passed through the right ventricular vein. The physician removed the lead and noted that it was damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the defib conductor was distorted and visual analysis revealed the lead was damaged at implant.